Event description:
Information received by medtronic indicated that the customer received a pump error 63 alarm during normal use. Troubleshooting was performed and the customer cleared and completed the alarm, and pump rewind. Customer was able to clear the error and successfully complete fill cannula delivery test. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Pump passed displacement test and self-test. Successfully utilized thump software to download history files and trace files. The adapt tool was utilized to find relevant alarms recorded in the past, near, or on event date. On adapt, pump error 63 was recorded on 03/13/2024 at 10:00:51.000 hour and 03/16/2024 at 13:09:56.000 hour with variable (15). Per software engineer log, pump error 63 (variable 15) alarm was due to twi interface on main/motor processor. Hardware error. Line number = 147 and file number = 2017. Pump was cut open to perform visual inspection and found moisture damage on pcba 2 and motor. Isolate to electronic and motor assembly. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case, cracked keypad overlay at select button, pillowing keypad overlay, and scratched case. In summary, customer concern for pump error 63 alarm was confirmed. Pump error 63 due to hardware error, triggered by corroded electronics. Problem isolated to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.